Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. The excessive no delivery alarm could not be tested due to no button response. The device also had a severely scratched display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed no delivery. Blood glucose value is unknown. The customer then stated that buttons started working and would call back if issue recurs. The customer called back on (B)(6) 2013 and reported that the down button was not responding during prime. He also reported that the numbers on the screen were ramping on their own. Blood glucose value was 260 mg/dl. The device was returned for analysis.